Event description:
It was reported that the device had a high co2 readings at 5.8%, which were out of specification despite calibration passing. The device was not within specification according to the manual after calibration and calibration check. A clicking sound was noted after performing calibration of the device. Troubleshooting steps included performing calibration and calibration check, confirming the correct gas was being used, and verifying the unit was on ac power. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.